Event description:
The pt normally turned program 1 off and decreased the amplitude of program 2. The pt turned off program 1 while program 2 remained on at a high amplitude. The pt felt shocking sensation at physical therapy. The implantable neurostimulator 'wouldn't turn off. Stimulation was too strong. The pt had 50% pain relief at the clinic visit. There were no changes to the pt medical plan. The pt was to follow up with his hcp the following month. The hcp reported the pt outcome as 'no injury'. A follow-up report will be submitted if additional info becomes available.